Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the door was not closing. The gantry door was in the fully open position and would only move about a half inch before stopping. There was no change after rebooting. There was no patient involvement. The following morning the site booted the system and everything behaved normally. The site reported that they no longer needed service.